Event description:
Customer reported that she suspended the use of the sensor because she is not comfortable with wearing it due to the sensor reading discrepancies. Customer stated that the insulin pump was going into threshold suspend at 60 and receiving low glucose alerts but her blood glucose was between 90 and 95 mg/dl. Customer also stated that she experienced pain at the insertion site. Customer stated that she is not going to wear the sensor again because of the inaccuracy and the discomfort. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-45873.